Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/23/2014 with the following results:a review of the black box showed evidence of loss of prime with non-zero force. No loss of prime occurred during investigation. The force sensor was found to be in calibration.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump gave loss of prime alerts on multiple cartridges from different boxes. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.